Event description:
During device check after the patient call and upon replacing the lifeband, the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and would not function. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and would not function," which was confirmed during the functional testing and the archive data review. The root cause of the ua07 was due to a failed load cell. The cracked enclosure and load cell failure were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, noted a crack on the front enclosure. The root cause of the physical damage was likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. In addition, unrelated to the reported complaint, a non-functioning mute button was noted, likely attributed to user mishandling or normal wear and tear. The ui membrane switch assembly was replaced to address the observed problem. The autopulse platform was manufactured on january 2018. The archive data indicated several ua07 messages around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering up, thus, confirming the customer's reported complaint. The load cell characterization check revealed a failed single point load cell #1, which was replaced to address the ua07. Following part replacement, a load cell characterization test was performed again, confirming that both cell modules function within the specification. The autopulse platform was further subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes, and the platform passed without any fault or error. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with sn (B)(4). Ccr (B)(4) was reported on (B)(6) 2020, and the load cells were replaced.